Event description:
This ra lead was implanted on (B)(6) 2005. A call to technical services on (B)(6) 2011, states that patient has atrial oversensing of ventricular events. Cardiologist, dr. (B)(6), wants to reprogram around this. Technical services discussed smart and fixed a-blank, after v-pace and sensitivity. Caller states, patient to be seen later this week. And will try reprogramming blanking to a fixed value of 125 ms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).